Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event and patient's weight is estimated. D6a is unknown. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported that patient's system was unable to enter MRI mode and the patient experienced ineffective therapy. Troubleshooting revealed high impedances on the paddle lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue.